Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. Replacement cable sent to customer. There was no reported impact to the customer¿s blood glucose.